Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker previously showed seven years remaining longevity. During the recent check, the device showed three years longevity. Boston scientific technical services (ts) suggested to do a patient initiated interrogation (pii) so an engineering analysis will be requested. As of this time, device remains in service. No adverse patient effects were reported.